Event description:
The international philips remote service engineer (rse) reported a customer requested a battery quote for repairs. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the rse. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The remote service engineer provided the customer with a repair quote, however, the quote expired, and no work was performed by any philips employee. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.